Event description:
Voluntary medwatch received states that the right ventricular (rv) lead was explanted due to infection. No patient consequences was reported.

Manufacturer narrative:
UDI is not available as product information was not provided.